Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error and insulin pump showed question mark as well as book. Customer¿s blood glucose was 132 mg/dl. Customer stated that they received low reservoir message before the open book image was displayed on the screen. Customer mentioned that insulin pump was exposed to moisture. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Low reservoir anomaly not confirmed. Moisture damage was found on the force sensor during visual inspection.